Event description:
Product complaint informed qs of "blood leak on the dialyzer's 33rd use". Clinical professional called to confirm details of event. Internal leak reportedly developed within minutes of dialysis initiation. Ebl 200 ml due to discard of the extracorporeal volume of blood. There was no pt injury or ill effects; pt was stable. MDR filed due to blood loss. Actual sample is available for evaluation.